Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Estimated date of event the possible additional complaint device referenced will be captured under a separate medwatch report number. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Medwatch#: (B)(4). It was reported via a user facility medwatch that "perclose on bilateral sheat sites did not hold. Device malfunction - that is, the device did not do what it was supposed to do." No additional information was provided.